Event description:
While advancing a coronary stent with delivery system to the target lesion site in the right coronary artery with the protective sheath retracted, the stent became dislodged from the balloon catheter. As a result, the stent embolized to the distal vasculature. There were no add'l complications reported relative to this event. The pt was subsequently discharged.